Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported he was having issues with sensor. Customer reported that he inputted his blood glucose reading and the device alarms calibration error and then bad sensor. Sometimes the reading between sensor glucose and blood glucose are 100 points difference. Customer's recent blood glucose was 203 mg/dl. When customer calibrated the sensor glucose was alarming with a low of 59 mg/dl and the blood glucose was 267 mg/dl. Customer stated the device alarmed once the transmitter was working so customer thinks the issue is with the transmitter. Customer declined troubleshooting for transmitter and just wants a new one. No further information reported.